Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure was reported. The sensor was inserted into the arm. The patient experienced a wearable failure which occurred an unspecified day after the sensor had been inserted in the arm. On (B)(6)2024, the patient experienced vomiting, dizziness, and lost consciousness. The next thing that the patient could remember was that she was at the hospital. The patient was taken by her husband to the emergency room, and they removed the sensor realizing the error message ¿sensor failed, remove sensor now,¿ at that time the blood glucose reading was 300 mg/dl. At the hospital, the patient was treated with electrolytes, vitamins, insulin IV, and other unspecified medication. The patient was discharged after 4 days. At the time of the report the patient was feeling stable. Data investigation could not confirm a wearable failure. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.